Event description:
Patient had been wearing vertex (methafilcon a) contact lenses as a daily wear lens. On (B)(6), 2011, the patients right eye was watering, red and sensitive to light. Patient went to the eye care practitioner and was diagnosed with infiltrates and a small peripheral ulcer. Patient was seen for follow-ups on (B)(6), 2011. Patient was prescribed tobradex and moxeza. The patient was using opti-free cleaning solution. The patient experienced no loss of visual acuity and no permanent damage. The eye care practitioner believes the cause to be allergies, dry eye and possible over wear.

Manufacturer narrative:
Event was initially reported by eye care practitioner to coopervision. No product has been returned and no lens information has been provided. Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusion: no conclusion can be drawn. This is being reported as infiltrates and a small peripheral ulcer with no direct causal relationship established between the medical device and the incident. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.